Manufacturer narrative:
(B)(4). Statement from manufacturer: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. In as received condition, clamp clip is closed and wing cap is not observed at the pump. Big top cap is opened and discofix cap is removed. Observed crystallized residue at cap valve. Additionally, observed crystallized residue scattered along lumen of microbore tube and at male luer lock. Clamp clip is released. No flow is observed at male luer lock. However, observed flow of solution before filter. No other deviation is observed. Analysis: the complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube, before male luer lock). No flow is observed. Complaint sample is then dissected at section b (microbore tube, after filter). Immediately observed flow of solution. Part with crystallized residue inside lumen of microbore tube is checked for blockage. No flow is observed. The blockage could not be determined, therefore the complaint is considered as not judgeable. Justification: not judgeable as the blockage could not be determined. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): the pump did not work - no flow.

Manufacturer narrative:
(B)(4). We received one used filled easypump ii lt 100-50-s without package. The received sample was visually examined. In as-received condition, the white clamp was closed at the sample; the original wing cap was not handed over. Damages or other deviations were not detected on the sample. After opening the top caps and removing the closing cones, we detected solution (liquid) and crystallized drug residues at the filling ports (lli-cone). Additionally the sample was filled up to the nominal value (100 ml) and a functional test, respectively a leak test, was carried out. After waiting for a while the pump did not work (solution was not running). Therefore the blocked pump was squeezed by hand and the functional test was carried out again. Subsequently the pump did not work (solution was not running). After waiting for approximately 1/2 hour the pump did not work (solution was not running). An attempt was made to push a small cannula by the lla cone. The cannula did not slide into the lla cone. The connection tube / lla cone is sealed by adhesive. We assume a problem during the manufacturing process and consider the complaint is justified. The received sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.